Event description:
3m type 5 indicators from the lot fe112025 began to show integrity issues. So far 10 indicators have been identified at our facility as having bled the dye out of the indicator and onto the packaging. Reference report #mw5115200, #mw5115201, #mw5115202, #mw5115203, #mw5115204, #mw5115205, #mw5115206, #mw5115208, #mw5115209.